Event description:
It was reported that the multifocal intraocular lens (iol) was exchanged for a monofocal iol due to the patient's epiretinal membrane, a pathologic condition of the eye causing visual distortion. Retinal specialist recommended the exchange.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The lens was not received for analysis. The lens met all specifications prior to release. Based on the information received from the surgeon we do not suspect the lens malfunctioned nor caused this adverse event. All information currently available is provided in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The returned intraocular lens(iol) was received and inspected under illuminated 10x magnification. Results show a cut optic and a broken haptic. No manufacturing deficiencies were observed. Lens met all specifications prior to release. Our investigation suggests this event is related to the patient's eye pathology and not to the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.